Manufacturer narrative:
Trackwise number # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm umbrella did not fit well which caused a lot of bleeding from hole. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise number # (B)(4). Autonumber # (B)(4). The hsk device was not returned to maquet cardiac surgery for investigation, however, photographic images were provided. Signs of clinical use and evidence of blood were observed. A photographic visual inspection was conducted. The delivery device was seen outside the loading device. The position of the in the delivery tube is undeterminable, as the loading device is placed over the delivery tube. The seal was returned outside the device in a fully unraveled state covered with blood, the tether was cut, and tension spring assembly was not attached to the seal nor was it observed in the photo. The aortic cutter was observed to be actuated, unable to observed deployed needle. Signs of blood was observe on the loading device and the delivery device. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based upon the photographic image received, the reported failure for ¿leak¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm umbrella did not fit well which caused a lot of bleeding from hole. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm umbrella did not fit well which caused a lot of bleeding from hole. A replacement device was used to complete the procedure. The hospital did not report any patient effects.